Event description:
Allergan sales rep reported on behalf of the physician that a pt experienced a "fracture" in the band tubing connected to the port. The event was confirmed using magnetic resonance imaging. Additional follow-up with the physician noted the event was likely caused by shortening of the tubing during surgery.

Manufacturer narrative:
Taper unk. This medwatch is reporting a second revision surgery for the same pt reported in report #2024601-2010-00301. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."